Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with a small corneal abrasion inferior to the visual axis of the left eye with sterile infiltrate nasally twelve days post photo refractive keratectomy (prk). Patient reported vision is good, and left eye felt great until yesterday afternoon it felt irritated. Pain today described as mild. Reporter indicated a bandage contact lens was placed on the left eye, and recommended patient increase topical antibiotic and topical steroid eye drops.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)